Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete and woke up with the pump off. Customer reported blood glucose (bg) level was 600 (mg/dl) with small ketones. A bolus was delivered to address bg level. Review of pump history during troubleshooting showed the customer last charged the pump to 40% four days prior to the report. The customer connected the pump to a power source, reloaded the same cartridge and resume insulin. Recommendation was made to the customer to charge pump more frequently.